Event description:
It was reported that the balloon ruptured. A 3.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During the procedure, the balloon ruptured, however, the device was removed without complication. The procedure was successfully completed with another same device. There was no patient complication, and the patient was in good condition after the procedure.